Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection found that the suture and plates deployed was returned for evaluation. The suture was frayed in some sections. No other anomalies could be observed. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of omnispan meniscal repair 12deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the triggers got mishandled during the preparation of the plates deploy. As per the instructions for use (IFU), the instructions for use are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes however a photo was provided for evaluation. ¿ visual inspection of the returned photo found both plates deployed. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, the double deployment failure can be traced to the following: a double deployment failure happens when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger), pulling the red trigger before the first shot will place the second plate to the deploying position and when the gray trigger is pressed, both implants will be deployed at the same time. Another possible root cause can be attributed to the main pusher rod tip bent upwards; it can deploy both implants at the same time; the bent in pusher rod is typical a result of aggressively inserting the needle on the gun's connector. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscal repair surgery, it was observed that after first firing with the omnispan meniscal repair 12deg device, two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.